Event description:
Dealer is stating that the right side back mounting bracket is bent and the hardware is missing. This is on a pride mobility chair, and the patient is in a facility. Dealer said the patient leans to the right a lot, he states the facility has no idea where the hardware went. Dealer had no model of the back, only thing he could provide was (B)(4) which is possibly a motion concepts model number. No other information provided. Invacare (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).